Event description:
There was an allegation of questionable elecsys syphilis results for 1 patient on a cobas e 801 analytical unit. On (B)(6) 2024 the patient produced a non-reactive result. On (B)(6) 2024 a new sample was drawn and the results were repeatedly reactive with an alarm and a flag. The results were 1.01 coi, 1.00 coi, and 1.02 coi. A reactive result was reported to the physician. The sample was automatically repeated and the result was nonreactive (0.971 coi). The sample was manually programmed to repeat and the result was nonreactive (0.979 coi). The sample was repeated and the results were "repeatedly reactive" (1.00 coi, 0.997 coi, and 1.02 coi). This sample from (B)(6) 2024 was sent to another laboratory for confirmation testing, but the results of the confirmation test have not been received at this time. It is unknown which result is correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative verified the instrument functionality by performing successful instrument checks and a precision test. All verification tests passed. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were within acceptable ranges. The investigation did not identify a product problem.